Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced pain at ipg site. The patient reported that there is pain at the ipg site that spreads to their groin area at times. As a result, the lead was explanted and replaced. Therapy has been restored.

Event description:
The lead was explanted and replaced (also see related MFR. Report#: 1627487-2019-05035).